Event description:
It was reported that a peritoneal dialysis (pd) patient was receiving a drain complication encountered alarm during drain 1 of 5 of treatment even after rebooting the cycler. Technical support advised the patient to follow up with the pd registered nurse. Upon follow up, the patient stated not being able to complete treatment on the cycler. The patient was not draining properly so they went to the hospital. The patient has been admitted to the hospital since then for the reposition of a catheter. The patient remained hospitalized at the time follow-up was completed. The nurse reported the patient has not had any adverse effects from fresenius device, or product. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)